Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the shaft. One severe kink was identified approximately 90mm proximal of the proximal balloon weld. An examination of the severe kink noted that a puncture hole was present at the location of this kink. The investigator could not load the device onto a guidewire during analysis due to the severe kink. In order to identify which part of the lumen was affected the investigator attached the device to an encore inflation unit and positive pressure was applied when liquid was noted escaping from the rupture observed on the shaft, this indicates that the inflation lumen was affected. On further microscopic analysis it was noted that both the inner and outer shaft were perforated. A visual and microscopic examination could find no issue with the balloon. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. The peripheral cutting balloon was attached to an encore inflation device and positive pressure was applied, however the investigator was unable to inflate the balloon due to a leak identified in the shaft of the device. No issues were noted with the shaft and balloon material that could have contributed to the complaint incident. A visual and microscopic examination of the tip and markerbands identified no issues which could have potentially contributed to this complaint. The blades were intact and fully bonded to the balloon surface. No other issues were identified during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2cm peripheral cutting balloon¿ catheter was selected for use. During the procedure inside the patient's body, the balloon was inflated with intermittent flushing used. However, it was noted that the balloon ruptured after several times of dilation was performed. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that a puncture hole was present at the location of a severe kink.